Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation; however, a retained sample was evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed without any issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an access administration set leaked. This occurred during priming. The customer stated that the tubing was loosely connected to the drip chamber. There was no patient involvement. No additional information is available.